Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in ss prn slm npvc leaked blood. The following information was provided by the initial reporter: after blood returned, there was blood leakage at the catheter hub.

Event description:
It was reported that intima-ii y 24gax0.75in ss prn slm npvc leaked blood. The following information was provided by the initial reporter: after blood returned, there was blood leakage at the catheter hub.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/21/2021. H.6. Investigation: a device history review was conducted for lot number 0168671. Our records show that this is the only instance of this isue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our team of quality engineers were able to observe the reported failure mode in the sample provided. A small cracked was observed during leakage testing, originating from the adapter body. Due to pressure variance in the auto line's swage pressure, it is possible of the machine to become misaligned allowing for an incompatibility with the metal wedge used to secure the tubing in place. This incompatibility can lead to stress fractures in the body of the adapter and result in the observed leakage. H3 other text : see h.10.